Event description:
It was reported that the physician programmer batteries depleted as the representative was updating the newly implanted pump. Another physician programmer was used and upon interrogation a memory error, ¿pa data is invalid,¿ was noted along with a reported pump stopped for two minutes. The representative re-entered the programming and updated the pump. This resolved the memory error. Upon review of the print out report, the pump status after the update noted the eri date still had question marks appearing. The patient was not having any problems with the therapy at this time. The device system delivered gablofen.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709 serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).